Event description:
It was reported that a preloaded monofocal intraocular lens (iol) is planned for explant from patient's left eye due to partial dislocation of the intraocular lens into the anterior chamber, specifically involving the nasal haptic. As a result of this condition, the patient has been experiencing blurry vision, foggy vision, and double vision. No further information has ben received.

Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information was provided that the explant was done on (B)(6) 2025. Another johnson & johnson lens, model za9003 19.0 diopter serial number is (B)(6) was implanted as a replacement. The patient is able to perform all daily activities without restrictions. There are no indications of over-correction or under-correction for the patient. Pre-operative (op) refraction was recorded as -3.25+2.25/137, with a pre-operative best-spectacle corrected visual acuity (bscva) of 20/150. Post-operative refraction is noted as -1.00+1.50/102, with a post-operative bscva of 20/40-2. The intended target refraction was plano. The intended axis placement was recommended by the calculator. The iol was not repositioned, and the patient is doing fine. No other information was provided. Corrected data: further information was provided regarding the surgeon's email address and phone number. Therefore, section e1: email address and section h11 telephone number have now been updated accordingly. The following sections have been updated accordingly: section a4: weight: 150 lbs. Section a5: ethnicity: not hispanic/latino. Section d6b: if explanted; give date: (B)(6) 2025. Section e1: email address: (B)(6). Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.